Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported that altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the alarms were cleared and pump resumed normal operations.